Event description:
It was reported that this pacemaker oversensed the minute ventilation (mv) signal on the right ventricular (rv) lead. In addition, high out-of-range (oor) pacing impedances measuring greater than 3000 ohms were observed on the rv lead. The device was reprogrammed to unipolar pacing and bipolar sensing, and the mv sensor was programmed off. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that after the device was reprogrammed, noise was still oversensed on the rv lead. Boston scientific technical services (ts) noted that the noise was fine and fuzzy, and may be due to mypotentionals or a mechanical lead issue. Ts advised reprogramming the sensitivity. This pacemaker and rv lead remain in service. No adverse patient effects were reported.